Event description:
The patient's lead was replaced due to high impedance and the generator was replaced prophylactically. It was noted that the explanted products were likely discarded by the hospital. No other relevant information has been received to date.

Event description:
Patient presented with high impedance. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.